Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. However, per report, there was no device malfunction. A device history review (DHR) for the dilator kit was performed and all manufacturer's specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case the 22fr dilator could not be advanced into the initial rfa access vessel which was noted to be 6.5mm, with noted mild calcification and tortuousity. As a result of this, the access side was switched to the lfa. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported occlusion cannot be confirmed; however, it is likely that a combination of the smaller than recommended access vessel size in combination with calcification or tortuosity that was not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventive actions are required at this time.

Event description:
As reported by the edwards clinical specialist, at the beginning of the transfemoral transcatheter aortic valve replacement (tavr) procedure, the physician was unable to advance the 22f dilator through the right femoral artery (rfa). The rfa was initially chosen as the preferred site for placement of 9120s23 sheath, however, because it could not be advanced it was decided to attempt placement of the sheath in the left femoral artery (lfa). Post procedure in the recovery unit, the patient complained of right lower extremity pain. This was then evaluated, given acute cyanosis of the right ankle and foot with a vascular ultrasound which revealed an acute (100%) right common femoral arterial occlusion. In order to address the occlusion an 8mm x100mmx130mm self expanding stent was deployed in the right external iliac, as well as the right common femoral artery.